Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device was returned in an inoperable state and could not be fully analyzed. Visual inspection did not identify any anomaly that would contribute to the reported issue. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing pain at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted. This addressed the issue.